Event description:
A brand new phototherapy light was received and tested by biomed prior to use. The performance testing passed, the correct bulb was installed and the diffuser was in place.two days later, the light was placed 18 inches from the patient per the instructions. The patient received a reddened spot on the back. The spot was treated with a burn ointment and the patient is fine.